Event description:
Same case as MFR report #: 6000089-2006-02026. Clinical trial. It was reported that 171 days following a coronary artery drug eluting stenting treatment procedure, the pt experienced in-stent restenosis (isr). The index procedure identified one de novo, 2.75x35mm, 80% stenosed, mildly calcific, mildly tortuous lesion in the 1st rpl (right posterolateral). The lesion was predilated using a 2x20mm maverick balloon and two taxus liberte drug eluting stents were deployed at 20atms each. A 2.75x28mm in the distal position and a 2.75x32mm in the proximal position were used resulting in 0% residual stenosis. The pt was discharged the following day on asa and plavix. The pt underwent a tvr (target vessel reintervention) 171 days following the index procedure due to 100% diffuse isr. The pt was reported to be taking asa and plavix at the time of this event. The event was reported as "definitely" related to the study device. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.